Event description:
As reported by an edwards lifesciences affiliate in australia, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. After the successful valve deployment, upon removing the commander delivery system, the delivery system balloon was getting caught at the tip of the esheath. After 3 attempts, it was managed to remove the delivery system with no harm to the patient. The delivery system and the esheath were removed separately. After the removal of devices, it was observed that the distal end of the esheath appeared damaged. The damaged was reported as the clear section within the blue section on the distal end, buckled/crunched up a bit. The device was returned for evaluation and per pre decontamination evaluation of the device, there was sheath liner delamination.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually exanimated and the following was observed: liner fully expanded and tip opened as designed. Liner circumferentially delaminated and c-marker present. Scratches observed on sheath shaft. Due to the nature of the complaint, no applicable dimensional or functional testing was performed.the esheath and esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath and esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath and esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate procedural factors (withdrawal with residual fluid in balloon, excessive manipulation) and patient factors (calcification) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits.